Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the caller in doing so. After resetting, the malfunction did not recur, and the customer was instructed to continue using the pump and to report any recurrence of the malfunction code.